Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user could not save override groups on the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the issue had occurred because the device in application kaiser scal prodmlm had been associated with multiple duplicate override group entries, as confirmed by the symptom and effect query results. A technical support specialist identified and removed the duplicate entries in excel, and the appropriate hotfix (10000429160 00 es srv dispensing device override group 5.4.20) was used to update the system by inserting the correct dispensing device keys string and override group keys string values obtained from the symptom query. The updated override group keys were then executed, and verification on the es server webpage (settings devices) confirmed that the correct override groups had been properly added back to the device. The customer was informed and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.